Event description:
Lunette received a message from a customer, who had used a menstrual cup years ago. She was diagnosed with cervical cancer precursors approximately four years ago. Customer wanted to know if she could safely use a menstrual cup without issues in the future. Lunette's customer service asked for more information from the customer. Customer did not reply to us.